Event description:
Surgeon performed an osteotomy, implanted the distractor and waited 7 days to begin the distraction. The plan was 2 days on one side, 1 day on the other. X-ray taken approx 2 mos post implant showed the screws in the finished position. The right side screw had a high angle, the left was in good condition. Surgeon attempted to put the right side screw in the correct position but could not get the correct angle. Distractor was removed and replaced.

Manufacturer narrative:
H3, h6: subject devise has been received and is currently I nthe eval process. No conclusion is available at this time.